Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect "death" as reported correctly in section b2. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturerpreviously reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused the patient to develop breathing difficulties. The patient expired. Corrected information : the ambulance was called and they begun to start chest compression when they arrived. The patient was taken to the hospital and the patient passed away. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties. The patient expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.